Event description:
An image was received which showed the bone conduction floating mass transducer (bc-fmt) extruding through the skin. There is no product deficiency alleged. The device has been explanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant through the skin. No available information points towards the device having caused or contributed to this outcome. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An image was received which showed the bone conduction floating mass transducer (bc-fmt) extruding through the skin. There is no product deficiency alleged. Additional information has been requested from the field.